Event description:
Venous line to venous perm cath loosened and pt lost approx 100cc blood. Staff member tried to tighten connection but it came loose. Blood returned to pt & new set-up (lines & dialyzer started). Pt was given 1 unit of packed red blood cells for hemoglobin 10.4. Will repeat labs hemoglobin on tuesday 03/21/2000.